Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes that when the device was interrogated, position head was the only message displayed. The last known program was ddd at 60 ppm. The device showed vvi at 70 ppm. Dashes (---) were noted for the sensor parameters.